Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "the tube connector port is physically broken". - this occurrence was noticed during the pre-operational check. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report ------------------------------------------------------------------------------------------